Event description:
Procedure: low anterior resection. According to the reporter: the surgeon squeezed handle to close and then squeezed again to fire. He said that the gun remained in the locked back position and the staples had not fired. An another attempt by the sales representative was done and the device fired satisfactorily. The surgeon hand stitched everything and drains was required.

Manufacturer narrative:
.